Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that he was experiencing pain and discomfort at the insertion site. Pt consulted his physician, who advised him to remove the sensor if discomfort persisted. Pt will consult with np/physician regarding insertion of a new sensor.